Event description:
Spontaneous report. Pts husband reports approximately 2 hours after patient's cassette change, the pump began alarming. He said the screen became 'hazy', and he described it showing the system failure screen with number 4221, with four o's below the 1. He said they switched to her backup pump prior to calling, and he tried turning the pump off and taking out the batteries, and the alarm persisted. He turned it back on and the system failure screen persisted with the same number. He turned it off and on again and the alarm finally stopped. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Pt was able to complete therapy with back up, no missed dose. No adverse event reported due to pc. Pt has defective device available for return. No additional information provided. Reference report: mw5154265. Reported to (B)(6) by patient/caregiver.